Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncopal events which coincided with therapy delivery from their cardiac resynchronization therapy defibrillator (crt-d). The patient's medication was changed; however, approximately one month later, the patient felt near-syncopal symptoms. Boston scientific technical services (ts) was contacted for a review of the patient's remote monitoring device data. Ts noted that anti-tachycardia pacing (atp) and shock therapy was delivered for ventricular arrhythmias which accelerated to a higher rate after therapy delivery. This therapy coincided with the syncopal events. However, there were no new arrhythmia events stored in the device that correlated with the time of the pre-syncopal symptoms. This device remains in service. No additional adverse patient effects were reported.